Event description:
Event description cpi received information that this bipolar lead was explanted because of 'increased thresholds', a bent connector was noticed. Implanted-04/01/93. Explanted-07/01/96. Implant months-39.